Event description:
It was initially reported that the physician's handheld was not able to interrogate pts. The company rep was able to isolate the problem to the serial adapter cable. The handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld was returned without the serial adapter which is the suspect component. Good faith attempts for the serial adapter cable have been unsuccessful to date.